Manufacturer narrative:
The account replaced the mattress with a revitalize kit to resolve the issue.

Event description:
Information received indicated the zipper was broken and numerous stains were found on the inside mattress and foam.